Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the scrub technician inserted the hemopro tissue welder into the cannula, she felt a "snap". She observed a cut on the grey tip of the device when she removed the tissue welder from the cannula. The tissue welder jaw boot cracking is a reportable event. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode.